Event description:
In 1982 rptr had 4 joint implants put into her hand. For several years things seemed to be ok. Then in 1990, she became very ill, had pneumonia, swelling, sweating, burning all over and severe pain. In 1992 she had an x-ray of her hand. The dr stated it appeared the joints she had put in were dissolving. She went from a full-time worker, to part time. Then she became so crippled, she had to quit work altogether, at the age of 54. She was a bed pt, then in a wheelchair. Her whole life has been turned around and she believes it is because of those implants. She also believes she should be compensated for the effects she has suffered.